Event description:
It was reported, that the customer experienced an elevated blood glucose (bg) level displayed as "high". Specific value was not provided. Cause was not known. A correction injection via mdi was administered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.